Event description:
It was reported that during an unknown procedure the device ejected staples. No pt consequence reported. The site used a new device to complete the procedure.

Manufacturer narrative:
Date sent: 09/05/2007. Information anticipated, but unavailable at this time.